Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had an abnormal screen display. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: unit received with blank display due to corroded electronic assemblies. Unable to verify missing segments or partial display due to blank display. Unit received with corroded motor home switch and corroded battery tube. Unit received with cracked case corner of the belt clip rails near the battery compartment, cracked battery tube threads, stained serial address label, missing display window cover, keypad overlay texture damage, missing end cap address label and minor scratches on lcd window.